Event description:
It was reported that the customer received a failed selftest alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Failed selftest alarm alarmed during pump self test. Minor scratches on display window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.